Manufacturer narrative:
Batch review performed on 01-sept-2023. Lot 2303900: 24 items manufactured and released on 13-jun-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month from the primary, revision surgery due to tibia loosening. No known reason.